Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the peritonitis. On the same day as the onset of peritonitis, the patient began treatment with intraperitoneal (ip) fortaz, 1 gram daily, for 21 days. Twenty one days later, the patient recovered from the peritonitis. The action taken with dianeal and extraneal therapies were unknown.   Additional information is not available. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Brand name: the reported product is an unknown baxter cassette. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).